Event description:
It was reported that during a retrospective review of device data it was identified that this implantable cardioverter defibrillator (ICD) exhibited various episodes of inappropriate shocks due to supraventricular tachycardia (svt). No other information was provided. This device was explanted approximately three years after implant. No adverse patient effects were reported.